Manufacturer narrative:
Eitan medical has conducted multiple attempts to receive the event log of pump, as well as the pump itself, for investigation. However, neither was provided by the customer. As a result, a comprehensive investigation of this event could not be conducted. If the event log and/or the pump are provided by the customer, an investigation will be conducted, and the investigation's findings will be presented in a follow up report. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k213744.

Event description:
This complaint was reported by a customer from france. A delivery issue was reported. The customer stated that no human harm occurred. No medical intervention was reported as a result of this event.

Event description:
This complaint was reported by a customer from france. A delivery issue was reported. It was reported that no human harm occurred as a result of this event. No medical intervention was reported as a result of this event.

Manufacturer narrative:
Investigation type: eitan medical investigated the pump and its event log. Investigation findings: the pump was tested, including accuracy, and was found to meet specifications. Conclusion: as the pump was found to meet specifications. (I) the experienced occlusion alarms are most likely due to an empty bag at the end of the treatment and (ii) the alleged over delivery (treatment ending prior to the expected time) is most likely related to set-up or external factors. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k213744.

Manufacturer narrative:
This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k213744.

Event description:
The complaint was reported by a customer from france. Delivery issue.